Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the lamp. The exact cause of the lamp failure could not be conclusively determined, but there was the possibility that it was occurred accidentally or it was attributed to the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the light of the lamp was not emitted. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was duplicated, and found that the lamp in the subject device had burned out.